Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes absolute worst pain ever !praying for your full recovery') in an adult female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). The patient was treated with surgery (tlh, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. The reporter commented: discrepancy noted: insertion date as (B)(6) 2017, and removal date as (B)(6) 2018. Concerning the injuries reported in this case, the following one were reported via social media: yes absolute worst pain ever! Praying for your full recovery lot number: c59250, manufacturing date:2014-05, expiration date:2017-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes absolute worst pain ever praying for your full recovery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). The patient was treated with surgery (essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: yes absolute worst pain ever praying for your full recovery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case become incident. Ppf received removal details has been added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes absolute worst pain ever !praying for your full recovery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). The patient was treated with surgery (essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: yes absolute worst pain ever! Praying for your full recovery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes absolute worst pain ever !praying for your full recovery') in an adult female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). The patient was treated with surgery (tlh, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. The reporter commented: discrepancy noted: insertion date as (B)(6)2017, and removal date as (B)(6) 2018. Concerning the injuries reported in this case, the following one were reported via social media: yes absolute worst pain ever! Praying for your full recovery. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: lot number, reporter and rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.